Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.7mm, vticm5_13.7, -6.50/2.0/061 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Refractive treatment ((B)(4)) was performed. The lens was replaced with a same length similare (sphere/cylinder/axis) lens on (B)(6) 2021. Reportedly, "patient is happy." Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.7mm, vticm5_13.7, -6.50/2.0/061 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Refractive treatment ((B)(4)) was performed. The lens was replaced with a same length similare (sphere/cylinder/axis) lens on (B)(6) 2021. Reportedly, "patient is happy." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -6.50/2.0/061 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. Refractive treatment (lasik, prk.etc) was performed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.